Event description:
It was reported that the ilet device was dropped when the user exited a truck, the door closed on the device, and the touchscreen cracked; the screen displayed lines and became nonresponsive, rendering the device unusable. Symptoms included no injury. Outcomes included replacement of the device and planned return of the original unit. Investigation included collection of event details and confirmation of device sync status before shutdown. Investigation of this case revealed external physical damage to the touchscreen consistent with impact, resulting in a cracked display and loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.